Event description:
It was reported that the user experienced consecutive motor stall restart alerts during insulin delivery, which were addressed through disconnection, removal of supplies, a successful dry run to (B)(4)( units without alerts, and subsequent full supply change with insulin delivery resumed. No reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device functioned as expected during the dry run and after the supply change, indicating no persistent malfunction. It was concluded that the event was not replicated after intervention and that the device was usable as intended following replacement of disposable components.